Event description:
Rv lead (guidant flextend 4087 sn: (B)(4)) implanted: (B)(6) 2020, capped: (B)(6) 2020. "Noises on lead, lead integrity failure. Guidance of lead noise with oversensing, c/w lead integrity failure."